Event description:
During testing at the user facility, it was noted that the start and stop buttons on the device display do not respond when pressed. Prior to testing, the device had been returned to the biomedical department with a note that stated the stop and start buttons do not work. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.